Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that suspected cause of high pacing threshold was lead perforation or micro dislodgement and the lead was not capturing. No additional adverse patient effects were reported. Additional information was received that this patient had experienced feeling pacing stimulation along with high pace impedance measurements in addition to the previously mentioned clinical observations.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial MDR in blocks b5 even description and h6 patient, device and impact codes.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that suspected cause of high pacing threshold was lead perforation or micro dislodgement and the lead was not capturing. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial MDR in blocks b5 even description and h6 patient, device and impact codes.